Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted closure of the common femoral vein after a diagnostic procedure. Reportedly, a cuff miss occurred. Reportedly, when the plunger was withdrawn there was no suture present. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.